Event description:
It was reported that a piece of the device broke off during the procedure. The piece was removed.

Manufacturer narrative:
Alleged failure: during a iliopsoas release on a total hip the white portion of the rf wand chipped off while the wand was activated. The wand was successfully used for around 40 min prior to this happening. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be 1) excessive force used when inserting removing the probe, a probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The probe is used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the device broke off during the procedure. The piece was removed.